Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The lot number was not provided. The lancet device was discarded; therefore, no product could be requested to be returned for product evaluation.